Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition, during the evaluation the front enclosure was also replaced, as it was damaged.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.